Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of large air pocket in the patient line which occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm on the homechoice during initial drain. The home patient (hp) stated she had some really big air pockets in her patient line and was not draining. Technical service representative assisted the hp to cycle power off/on and end therapy. Hp will start over with all new supplies. No patient injury or medical intervention was reported.